Event description:
It was reported that peritoneal dialysis nurse (pdrn) discovered blood on the back of the cassette and inside the pump modules after ending an emergency pd treatment. The patient had undergone surgery and a catheter was placed. The pdrn reported receiving drain complication alarms during treatment and treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated they had ¿bagged/tagged it out¿ and cleaned up the biohazard to the best of their ability. The cassette, bags and solution were discarded. A new cycler was issued to the hospital. Upon follow up, the pdrn confirmed that the emergency treatment is a common term also called an emergent pd run which is used after the patient has a catheter put in. That treatment is done to test the catheter to make sure it is working correctly. The patient did not develop any symptoms, injuries, or require medical intervention as a result of the reported event. The pdrn stated that when the cassette door was opened to remove the cassette, effluent fluid along with a large amount of blood fell on the floor. The pdrn stated that the fluid leak only had blood in it because the patient had just had their catheter put in. The patient did not have a fill and treatment ended in with a drain. The pdrn stated that the cycler and floor was cleaned with bleach and then tagged and bagged. The cycler set was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that peritoneal dialysis nurse (pdrn) discovered blood on the back of the cassette and inside the pump modules after ending an emergency pd treatment. The patient had undergone surgery and a catheter was placed. The pdrn reported receiving drain complication alarms during treatment and treatment was canceled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn stated they had ¿bagged/tagged it out¿ and cleaned up the biohazard to the best of their ability. The cassette, bags and solution were discarded. A new cycler was issued to the hospital. Upon follow up, the pdrn confirmed that the emergency treatment is a common term also called an emergent pd run which is used after the patient has a catheter put in. That treatment is done to test the catheter to make sure it is working correctly. The patient did not develop any symptoms, injuries, or require medical intervention as a result of the reported event. The pdrn stated that when the cassette door was opened to remove the cassette, effluent fluid along with a large amount of blood fell on the floor. The pdrn stated that the fluid leak only had blood in it because the patient had just had their catheter put in. The patient did not have a fill and treatment ended in with a drain. The pdrn stated that the cycler and floor was cleaned with bleach and then tagged and bagged. The cycler set was discarded and is not available for return for physical evaluation by the manufacturer.